Event description:
It was reported the patient lost stimulation coverage over half of her right eyebrow (off label use). The patient was seen by the physician and an x-ray was ordered. Surgical intervention is planned to address the issue. Note the patient rec'd two leads from the same lot number.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.